Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt's pump was exchanged due to suspected thrombus and hemolysis. The pt's ldh was high and his urine was dark. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The pump was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.